Manufacturer narrative:
Date sent to FDA: 12/20/96. No sample was returned for evaluation. The lot number specified in the complaint is not a lot number issued by the MFR. Without samples to evaluate the alleged failure of the product to meet expected performance cannot be confirmed. Co is no longer doing business with the MFR of the saliva ejector. Co is in process of evaluating another vendor. No corrective action will be takne with the MFR.